Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in saudi arabia . It was reported that the patient had experienced a low blood glucose event of 54 mg/dl on (B)(6) 2026. The low blood glucose had been treated with a carbohydrate intake. The patient had been using the insulin pump system within forty-eight hours of the reported low blood glucose event. No further information available.